Event description:
Had ptca with taxus stents secondary to a 99% blockage of the proximal lad with good angiographic results after the stent. Eight days later, began experiencing chest discomfort and lightheadedness at a football game. Determined to be having an acute anterior wall myocardial infarction. Taken emergently to cardiac cath lab where a percutaneous transluminal coronary angioplasty and stent of the proximal left anterior descending artery that was 100% thrombosed. Interventional cardiologist findings - subacute thrombosis with taxus stent which was ptca and stented using a 2.75 x 12 taxus and post-dilated the entire area again with a 2.5 x 20 nc stormer balloon at 20 atmospheres throughout with high pressure inflations. Intracoronary adenosine was given and put in an intra-aortic balloon pump.